Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h11. Visual examination of the returned product identified signs of repeated use (nicked and gouged) and a corner of the impactor pad has fractured off. Device was submitted for further analysis. The analysis identified the fracture was consistent with overload failure or low cycle fatigue culminating in the overload failure. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed based on product evaluation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported when impacting trial femur, the pad for femoral inserter broke. No pieces fell into the patient. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.